Manufacturer narrative:
Date sent: 11/7/2007. Evaluation summary: the analysis results found that the device was returned with no visual non-conformances and with no cartridge present. The device was tested for functionally with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples are intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device achieved a complete firing cycle and it opened and closed without any difficulties. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a thoracoscopy procedure, the device fired, but unable to open wide enough to remove tissue. No additional information is available. There was no patient consequence.